Event description:
It was reported that the patient was expected to undergo a revision surgery for the inflatable penile prosthesis as the pump was rock hard and non-functioning. No patient complications were reported.